Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition was review the user guide p/n 480145 and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2020 with cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin 1000 mg daily for 14 days and oral ciprofloxacin 500 mg twice daily for 21 days. On (B)(6) 2020 the peritoneal effluent fluid culture returned positive for staphylococcus epidermidis, and the patient¿s ciprofloxacin was discontinued. Causality was attributed to an unspecified touch contamination event per the note in the patient¿s chart. The pdrn stated there was no malfunction of a fresenius device(s) and/or product(s) noted in the patient¿s file, and he continued to utilize the same liberty select cycler following the events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid, which warranted antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event, as noted in the patient¿s chart. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Furthermore, early removal of the pd catheter is recommended when treating a relapse peritonitis event. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2020 with cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin 1000 mg daily for 14 days and oral ciprofloxacin 500 mg twice daily for 21 days. On (B)(6) 2020 the peritoneal effluent fluid culture returned positive for staphylococcus epidermidis, and the patient¿s ciprofloxacin was discontinued. Causality was attributed to an unspecified touch contamination event per the note in the patient¿s chart. The pdrn stated there was no malfunction of a fresenius device(s) and/or product(s) noted in the patient¿s file, and he continued to utilize the same liberty select cycler following the events.